Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an attempt was made to place a left ventricular (lv) lead during a procedure. The lead was implanted using a guide wire; however; once the lead was placed the guide wire could not be removed from the lead body and remained lodged in the lead. The lead was not used and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: there was blood on the distal conductor of the lead and it was obstructed, there was blood on the lv4 (low voltage 4) conductor and it was obstructed, there was blood on the lv3 (low voltage 3) conductor and it was obstructed, and there was blood on the proximal conductor; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.